Event description:
It was reported that during removal of the catheter from the pt, it separated and a small piece remained in the pt. There are no plans to remove the retained catheter at this time. There were no further complications.